Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed the part was visually inspected. The tip of the self-drill was deformed.

Event description:
It was reported that a craniotomy was carried out. At the time of opening the skull, the device was sterilized and unpacked, and then intended to be inserted. However, the tip was flattened and it did not go into the bone, so the doctor gave up. Another one was unpacked and fixed. The operation ended with no problem. This is report 1 of 1 for complaint (B)(4).